Manufacturer narrative:
A full analysis of the data logs has been performed and permitted to conclude that the unexpected shutdowns of the device during the process are due to a known virtual memory mismanagement anomaly. The disappearance of the patient folder is a known anomaly, the CT pre-operative exam loaded during the event caused the patient folder disappearance from the menu list due to the missing field (0008,0021) series date. These software anomalies will be addressed through our design issues management process.

Event description:
It was reported that rosa software shutdown after performing fiducial registration, rms 0.17. After shutdown, software displayed initial boot up screen. Patient folder was no longer visible. Patient folder had to be reloaded and registration reperformed. Second registration was done via contactless method. Case proceeded but had a second shutdown during guidance. Patient folder was still visible after second shutdown and recovering time was less than one minute. Registration was still saved and verified. Case finished without any other errors. There was no patient impact. Delay to case was around 30 minutes.

Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that rosa software shutdown after performing fiducial registration, rms 0.17. After shutdown, software displayed initial boot up screen. Patient folder was no longer visible. Patient folder had to be reloaded and registration reperformed. Second registration was done via contactless method. Case proceeded but had a second shutdown during guidance. Patient folder was still visible after second shutdown and recovering time was less than one minute. Registration was still saved and verified. Case finished without any other errors. There was no patient impact. Delay to case was around 30 minutes.